Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and underwent additional surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. The actual date of event is unknown, reported as " (B)(6) 2018 "; therefore, we are using (B)(6) 2018 as date of event. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges on (B)(6) 2012 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol "bard mesh" (flat mesh). It is alleged by the patient's attorney that the patient underwent additional medical treatment due to unspecified injuries in (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the "bard mesh" (flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."